Event description:
It was reported that during therapy, the blanket/wrap contact surface temperature is not warm or cold enough. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that during therapy, the blanket/wrap contact surface temperature is not cold enough. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by confirming the functionality of the unit and providing further education to the customer the manufacturer date has been included in section h4.